Event description:
Pt during a magnetic resonance procedure received a 2nd degree burn on the right thigh. The burn was 4-5 inches long and .5 inches wide. The pt was examined by a physician and medication was prescribed as treatment. There was no malfunction of the system.